Event description:
It was reported while using the therapy cool flex catheter during an atrial flutter ablation procedure, the irrigation port detached. Approx 1 hour into the procedure and after approx 10 rf applications in the right atrium, the physician noted the irrigation port detached from the catheter. The procedure was completed with a different device. There were no adverse consequences to the pt.

Manufacturer narrative:
A therapy cool flex catheter was received for eval. Visual insp revealed the luer extension tube was broken at the handle edge and the fluid lumen was detached. Functional testing of the device could not be completed due to the broken luer extension tube and detachment of the fluid lumen. Review of the device history record confirmed that this lot met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.